Event description:
It was reported that the procedure performed was to treat a superficial femoral artery. A 6.0x100 absolute pro vascular self-expanding stent (ses) only partially deployed. An attempt was made to pull back the absolute pro ses into the sheath but about 1cm broke off in the groin. The patient was sent to surgery to cut and remove the separated piece. Most of the stent remained in the delivery system. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - incorrect removal.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam was able to be confirmed. The reported stent material separation was unable to be confirmed as the stent was not returned. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, an attempt was made to pull the partially deployed stent and deployment system back into the destination sheath, however, the distal end of the actual stent got caught on the distal tip of the destination sheath and separated. It should be noted the absolute pro peripheral self-expanding stent system instructions for use (IFU) states: do not attempt to pull a partially-expanded stent back through the introducer sheath or guiding catheter. The stent is not designed for recapturing. The stent is not designed for repositioning once the stent has apposed the vessel. Once the stent is apposed to the vessel, it is not recommended to remove the stent with the delivery system. Should unusual resistance be felt at any time during lesion access or removal of the delivery system post stent implantation, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location. In this case, the initial attempt to pull the partially deployed stent and deployment system back into the destination sheath seemed to be a reasonable clinical response to the difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted the noted multiple stent sheath kinks resulting in preventing the shaft lumens from moving freely; thus resulting in the reported/noted mechanical jam and the reported activation/deployment failure. During removal of the compromised device interaction with the sheath resulted in the reported difficult to remove and ultimately resulted in the reported stent material separation and the noted inner member separation. As reported, the patient was sent to surgery to cut and remove the separated piece. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot number updated from unknown to 4080261.

Event description:
Subsequent to the previously filed report, additional information was provided: the procedure was to treat a left superficial femoral artery. The thumbwheel of the absolute pro ses would not rotate further and the stent only partially deployed. An attempt was made to pull the partially deployed stent and deployment system back into the destination sheath, however, the distal end of the actual stent got caught on the distal tip of the destination sheath and separated. An unspecified device was used to complete the procedure. No additional information was provided.